Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5 with a cage and rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient had significant damage to the spine and received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Event description:
It was reported that on (B)(6) 2009, the patient presented with pre-op diagnosis of l4-5 spondylolisthesis, stenosis, and radiculopathy and underwent following procedures : left l4-5 laminectomy and facetectomy, and l4-5 fusion, using titanium cannulated pedicle screw, titanium instrumentation, bmp bone graft, locally harvested autograft, and peek interbody spacer device, intraoperative interpretation of fluoroscopic radiographic images and emg monitoring, microsurgical dissection using the operating microscope. Per op-notes, ¿.. An obvious pars defect in l4 was seen with hyperdynamic mobility between l4 and l5. The bone was removed over the nerve root and the foramen was completely exposed. The left l4 nerve root was readily identified as it coursed inferior to the l4 pedicle. The disk space was fully exposed. The inferior edge of the pedicle of l4 and the superior edge of the pedicle of l5 were visualize d. ... A side-cutting device was then used to remove the posterior lip of bone to allow entry of the interbody spacer device. A 12 millimeter high device was then opened and filled with the appropriate dose of bmp bone graft. This was then inserted into the disk space and impacted across the midline, and rotated transversely. Excellent placement of the device was seen. The space dorsal to this was then filled with additional bmp and locally harvested autograft. The pedicle of l4 was then cannulated using a monitored jamshidi needle under fluoroscopic guidance. .. The same was then done at l5. No abnormal emg responses were noted. Then 55 mm x 5.5 mm titanium pedicle screws from the system were then inserted over each guidewire into place under fluoroscopic guidance. The device was then assembled after removal of the retractor blades. A stab incision was made superiorly to admit a 35 mm rod ultimately. Which was then secured to the screws with the breakaway top loading ..¿

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were imp lanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.